Manufacturer narrative:
The pump passed the self-test, active current test and sleep current test. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery alerts or failed battery test during testing. No alarms or alerts noted during testing, however, failedbatttest were found on 08/07/2025 08:44:03 until 08/07/2025 09:15:23 and normal low battery alerts were found on 07/06/2025 11:12:00, 06/02/2025 07:34:00 and 04/28/2025 21:47:00 in the history files or traces. Battery cycle 117.0 received the lowbatteryalert (104) on 07/06/2025 11:12:00 after more than 7 days at 29.82 days. Battery cycle 111.0 received the lowbatteryalert (104) on 06/02/2025 07:34:00 after more than 7 days at 33.96 days. Battery cycle 109.0 received the lowbatteryalert (104) on 04/28/2025 21:47:00 after more than 7 days at 22.19 days. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: keypad overlay texture damage, stained keypad overlay, cracked keypad overlay, cracked case, battery tube threads - cracked, cracked case-corner of belt clip rails and serial number label missing. Customer did not experience an unexpected power loss of less than 7 days per the pump history. Unexpected battery power loss and failed battery test were not confirmed. For additional information regarding the tests performed refer to (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a battery failed alarm and replace battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was partially performed and the customer stated that this was the second occurrence of receiving an alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1712k was requested and the customer response was that the device will be returned.